Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head loose and fell off [device breakage]; no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2018 that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead version unknown was loose and fell off. No symptoms were reported. Relevant history: none reported. No further information was provided.